Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Off no power alarm and spi to motor pic communication error alarm were not verified due to blank display. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube.